Manufacturer narrative:
Method of evaluation: review of information as reported, review of the device history records and complaint history records associated with lot sp100129. Results of evaluation: review of the device history records revealed no deviations during the production of lot sp100129 that may be associated with the event. Lot irradiation doses were within process parameters. The lot met acceptance criteria for qc release, including mechanical testing results. As of 03/22/2016, no other complaint has been reported to lifecell against lot sp100129. As of 03/21/2016, of the (B)(4) devices released to finished goods for lot sp100129, (B)(4) devices have been distributed. Evaluation conclusion: the event is unlikely related to the strattice device and likely due to the patient's condition. Based on our internal review of the lot processing history, the lot met qc criteria for product release. No deviations were encountered in association with the event. No other complaints were reported to lifecell against the lot. Device not returned for evaluation.

Event description:
It was reported to lifecell that a female patient underwent ventral hernia repair on (B)(6) 2016. This patient was hospitalized for 2 months with an active infection prior to the surgery where strattice was implanted. Post operatively, the patient presented with recurrence of hernia and was returned for surgery on (B)(6) 2016. On exploration, the bowel was found to have broken through the center of the strattice mesh. No break was seen along the edges of strattice mesh as the sutures remained in place. The strattice mesh having adhered to the bowel, was removed from the bowel with difficulty and explanted. The patient was treated with retention sutures and given antibiotic therapy. The infection cleared within 7 days. The patient was discharged home on (B)(6) 2016 and is currently doing well. Considering the patient's co-morbidities, the surgeon does not attribute this clinical event directly to strattice mesh.